Event description:
A male for cystoscopy and laser transurethral resection of prostate, the tip came off inside the patient while the laser was in use. Removed tip without difficulty and 2nd fiber was used.